Event description:
The customer reported a loss of audible alarms at the cic pro. There was no related adverse patient impact.

Manufacturer narrative:
Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. A1-a6: this information was not provided by the customer. The customer reported a loss of audible alarms at the cic pro. There was no related adverse patient consequence, nor allegation that the issue led to a missed patient event or delay in treatment. The biomedical engineer rebooted the cic pro which restored the audio function. Per review with ge healthcare (gehc) engineering, this event was determined to be related to a previously investigated issue wherein the cic pro may lose audible alarm function. The visual alarms are still present and active. If the patient is also connected to a bedside device, the alarms at the bedside monitor are unaffected. Gehc attempted to reproduce the issue with similar devices in the test lab, reviewed device performance log files for other devices that showed the same issue, and performed extensive historical data analysis along with technical design review. Gehc was unable to determine a definitive root cause for the loss of audible alarm function. Gehc continues to evaluate incoming complaints and investigate where appropriate.